Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. The customer took no action to address the issue. Customer's blood glucose (bg) was displayed as "high"; although specific value was not provided. A correction bolus via the pump was administered to address the bg.